Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was over 400 mg/dl, and the meter bg reading was 500 mg/dl. Tandem technical support determined all values were within normal range and no malfunction occurred with the device. The customer went to the emergency room (ER) and was treated with bolus via pump for elevated bg. The customer was released from the ER in stable condition.